Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. It was confirmed by the operating surgeon that the fracture has been indicated due to other reasons and is not related to a product issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient experienced a distal femoral bone fracture one year following initial implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. It was mentioned that the patient sustained a fracture of the distal femur one year postoperatively. The complication was not device-related in the opinion of the surgeon. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please disregard 0001825034-2018-00655-1 as it was submitted in error. The event remains reportable.

Manufacturer narrative:
The following sections have been corrected: product was not returned. Please disregard return date of may 3, 2017 that was reported in 0001825034-2018-00655-2 as it was filed in error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.